Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 while using the cobas sars-cov-2 & influenza a/b test. The same patient sample was retested on another liat analyzer using a cobas sars-cov-2 test and generated a negative result for sars-cov-2. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation determined that the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.